Event description:
The device is inadequately switching modes. Reportedly when the pt exercises. The device remains implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. Inadequate mode switches. Review of the electronic data and files rec'd. The device operates as specified; the reported event is due to specific conditions of the pt leading the anti-pmt then fms algorithms to be triggered inadequately. Anti-pmt is an automatic functionality of the implant that cannot be deactivated for safety reasons. There is no safety issue and no modifications are planned. (B)(4). Conclusion: analysis shows that the implant operates as specified. Anti-pmt algorithm has been evaluated through clinical evals and has been set as a default setting in most of our devices for many years. In this case, the specific physiology of this pt triggers the anti-pmt algorithm inadequately during exercise (because the vp interval remains stable for this pt when the avd is modified). Even if it is not well tolerated by the pt, this algorithm cannot be deactivated.